Manufacturer narrative:
(B)(4).

Event description:
There were telemetry issues; the ins was overdischarged. F/u with the MFR rep indicated that the ins had to be replaced. It was not possible to return it to the MFR for analysis. The pt was doing excellent following replacement.